Event description:
Event description guidant received information that this atrial fineline ii lead was exhibiting impedance measurements > 2500 ohms over a three month time period. Additional testing also revealed increased thresholds with possible noise on the atrial egrams while manipulating the device header. No information has been received regarding the outcome of this situation. If additional information becomes available, this event will be re-evaluated.